Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor.

Event description:
It was reported that the device was suspected of premature battery depletion due to a drastic decrease in battery voltage observed. The device will be removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Weekly battery voltage trend data shows min bat=3.03 to 2.66 volts range between (B)(6) 2012 and (B)(6) 2013 is before device recommended replacement time (rrt) <(><<)>= 2.62 volt. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. Concomitant product: 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.